Event description:
Pt presented to the device clinic today for a routine checkup. During the interrogation, he was noted to have a fractured rv pacing lead. Pt admitted to the ep service. The lead was left in the pt and a new lead was placed. There were no complications encountered during the procedure.